Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: customer returned samples and a photo of a pen needle. The customer reported that 20 needles were bent and one needle was broken. The photo was examined, and it was observed that a pen needle hub was resting on the palm of the user¿s hand without a cover, inner shield, or tear drop label attached. It was observed that the patient end (pe) cannula was broken. No evidence of manufacturing defect could be determined. Since the pen needle was shown after use, the probable cause of the broken pe cannula is user related. No DHR review can be carried out as lot number is unknown. The root cause for this issue is user related. The pe cannula was broken after the user handled the pen needle.

Event description:
It was reported that the unspecified bd ultra-fine pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: caregiver stated her grandmother applies insulin with bd ultra-fine needles and one needle was broken. The deviation was noticed as soon as the seal was removed from the needle.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. One photo of a pen needle was provided. The customer reported that 20 needles were bent and one needle was broken. The photo was examined, and it was observed that a pen needle hub was resting on the palm of the user¿s hand without a cover, inner shield, or tear drop label attached. It was observed that the patient end (pe) cannula was broken. No evidence of manufacturing defect could be determined from the photo provided. Since the pen needle was shown after use, the probable cause of the broken pe cannula is user related. No DHR review can be carried out as lot number is unknown. Bd was able to confirm the customer¿s indicated failure based on the photos received the root cause for this issue is user related. The pe cannula was broken after the user handled the pen needle. H3 other text : see h10.

Event description:
It was reported that the unspecified bd ultra-fine pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: caregiver stated her grandmother applies insulin with bd ultra-fine needles and one needle was broken. The deviation was noticed as soon as the seal was removed from the needle.

Event description:
It was reported that the unspecified bd ultra-fine pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: caregiver stated her grandmother applies insulin with bd ultra-fine needles and one needle was broken. The deviation was noticed as soon as the seal was removed from the needle.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.